Manufacturer narrative:
The investigation could not determine a specific root cause. A general reagent issue was not obvious.

Event description:
The customer received questionable results for estradiol (e2) on one patient sample. The initial e2 result was 1812 pg/ml on (B)(6) 2013. The result was reported outside of the laboratory and was questioned by the physician. The sample was repeated twice on (B)(6) 2013 and generated results of 85.98 pg/ml and 86.86 pg/ml. The sample was repeated again on (B)(6) 2013 and generated a result of 90.85 pg/ml. The customer deemed the repeat results to be the correct results. It was requested if there was any adverse effect to the patient, but this information was not known by the customer. It was noted that the liquid flow path cleaning (lfc) was performed on (B)(6) 2013 and on (B)(6) 2013. The customer performed a precision check on the sample in question, which "looked good". The customer indicated that they have not had any other instances with e2. The customer declined a service dispatch for the issue. The lot number of the e2 reagent in use was 17207801, with an expiration date of 04/30/2014.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.